Event description:
Boston scientific crm received information that this device detected high out of range pacing impedances on a competitor's defibrillation lead. The impedance measurements have been slowing rising since implant.

Manufacturer narrative:
The physician would like to add a new pace/sense lead to the system; however, the patient is currently in renal failure and is not stable enough to undergo the procedure. The patient will be monitored for now, and the physician will reassess the patient after few weeks of dialysis. As of today, no intervention has been performed. No adverse patient effects were reported.